Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics. The unit was received with minor scratches on the display window and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer jumped into the pool while wearing their insulin pump. The patient's blood glucose at the time of incident was 7.3 mmol/l. There were no anomalies at the time of call, but the caller was advised that the device could suddenly have a foggy screen or lose functionality. The insulin pump was returned and replaced.